Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: "material #: 368497, lot/batch #: 2039677. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes the customer observed that when they take a blood sample and press the tube (green li-heparin 3ml) into the vacutainer, the tube goes out again. This event occurred four times. The following information was provided by the initial reporter: "when we take a blood sample and press the tube (green li-heparin 3ml) into the vacutainer, the tube goes out again. Sometimes we have to hold the tube to fill it, sometimes we have to change the pipes completely."